Event description:
Immediately after deploying the stent fracture of stent seen at two point on CT. After that, during placement of covered stent zilver got crumpled. Balloon dilation of fractured and crumpled stent done and covered stent placed across it. (Edit (B)(6) ) image review received 18-mar-2020: 1.stent fracture: a type I or ii stent fracture where the zfv6-80-10-8.0 likely extended through the portal vein wall into the hepatic parenchyma is confirmed. A second fracture site cannot be confirmed because of limited image quality. (B)(4). 2.stent shortening: the image with the shortened zilver stent also shows a sheath tip at the superior end of the zilver stent. The sheath size for a tips is typically 10 french or 4mm od. If the sheath is assumed to be this size, the zilver stent¿s inferior diameter was 10mm on both images. Using the same calibration, the stent was initially 8cm long and then was shortened on its superior end by one centimetre. (B)(4). 3.stent over expansion: post implantation over expansion is indicated. Owing to the fibrous that is a hallmark of cirrhosis, the parenchymal tract is often very resistant to angioplasty. Overexpansion of the portal venous stent segment against the constrained intraparenchymal segment likely fractured the stent." (B)(4).

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Device evaluation: the zfv6-80-10-8.0 device of lot number c1613250 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: prior to distribution zfv6-80-10-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records (c1613250) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1613250. There is evidence to suggest that the customer did not follow the instructions for use (ifu0058-4). ¿the product is intended for use in the iliac, superficial femoral artery(sfa) and above- the- knee popliteal artery¿. The sfa stent was used to treat tips (transjugular intrahepatic portosystemic shunt) in liver. Image review : images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression: 1. A type I or ii stent fracture where the zfv6-80-10-8.0 likely extended through the portal vein wall into the hepatic parenchyma is confirmed. A second fracture site cannot be confirmed because of limited image quality. 2. Post implantation over expansion is indicated. Owing to the fibrous that is a hallmark of cirrhosis, the parenchymal tract is often very resistant to angioplasty. Overexpansion of the portal venous stent segment against the constrained intraparenchymal segment likely fractured the stent. Root cause review: a definitive root cause of off label use was identified from the available information. The sfa stent was used to treat tips (transjugular intrahepatic portosystemic shunt) in liver. It is unknown how the device will function outside of its intended use. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did require a second stent resulting in extended same operating procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Immediately after deploying the stent fracture of stent seen at two point on CT. After that, during placement of covered stent zilver got crumpled. Balloon dilation of fractured and crumpled stent done and covered stent placed across it. (Edit (B)(6)). Immediately after deploying the stent fracture of stent seen at two points on CT after that during placement of covered stent zilver got.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Image review received: stent fracture: a type I or ii stent fracture where the zfv6-80-10-8.0 likely extended through the portal vein wall into the hepatic parenchyma is confirmed. A second fracture site cannot be confirmed because of limited image quality.

Event description:
Immediately after deploying the stent fracture of stent seen at two point on CT. After that, during placement of covered stent zilver got crumpled. Balloon dilation of fractured and crumpled stent done and covered stent placed across it. (Edit c.cunningham (B)(6) 2020). Image review received: stent fracture: a type I or ii stent fracture where the zfv6-80-10-8.0 likely extended through the portal vein wall into the hepatic parenchyma is confirmed. A second fracture site cannot be confirmed because of limited image quality. Stent shortening: the image with the shortened zilver stent also shows a sheath tip at the superior end of the zilver stent. The sheath size for a tips is typically 10 french or 4mm od. If the sheath is assumed to be this size, the zilver stent¿s inferior diameter was 10mm on both images. Using the same calibration, the stent was initially 8cm long and then was shortened on its superior end by one centimetre. Additional file to be opened to capture stent shortening. Stent over expansion: post implantation over expansion is indicated. Owing to the fibrous that is a hallmark of cirrhosis, the parenchymal tract is often very resistant to angioplasty. Overexpansion of the portal venous stent segment against the constrained intraparenchymal segment likely fractured the stent."